Manufacturer narrative:
Correction: d2. The device was returned to zoll germany for evaluation following reports that the device failed to deliver a shock. Evaluation could not reproduce the reported issue, and comprehensive functional testing with a known-good test battery found no discrepancies. Review of the clinical logs confirmed the device detected a low battery condition upon power-up and issued a "shock advised" message, repeatedly prompting the user to press the flashing shock button until the event timed out, after which a "no shock delivery" message was recorded. Device history contained no battery-related errors or evidence of premature battery depletion, and there was no indication the device was unable to deliver therapy if the shock button had been pressed. The device was determined to be functioning as designed, and the reported event could not be confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.